Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Additional information was received from the physician stating that the patient's death was not device or procedure related. The patient was diagnosed with end stage heart failure which caused their death. The device was not returned to boston scientific for further technical product analysis. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away due to an unknown reason.